Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient passed away due to biventricular standstill. It was later communicated that the patient was originally discharged to home after implant hospital stay (weaned off inotropes prior to discharge) and readmitted ~ 5 days later with malaise and indigestion in the setting of worsening right ventricular (rv) failure and low flow alarms requiring inotropic support. Patient was transferred out of the cardiac intensive care unit (cicu) on (B)(6) 2023 after successful inotrope weaning, however was returned on (B)(6) 2023 after an episode of premature ventricular contraction (pvc) mediated ventricular failure (vf) requiring defibrillation. The patient was brought back to the cicu with worsening rv failure, initiated on epinephrine and milrinone for inotropic support with pulmonary artery (pa) catheter and intra-aortic balloon pump (iabp) placement, and decreased urine output with worsening acute kidney injury (aki) so was started on sustained low-efficiency daily diafiltration (sledd). On (B)(6) 2023, patient had low flow alarms and a repeat echo revealed worsening rv failure up titration of epinephrine drip, so a decision was made to proceed with a protekduo right ventricular assist device (rvad) support. The iabp was removed on (B)(6) 2023. The patient was transferred to a different hospital for continued management of biventricular heart failure. It was reported that the patient continued to decline and went into complete standstill of both ventricles and asystole. Both of the pumps were positioned well, and both had forward flow. Attempted pulsed steroids without improvement (for suspected myocarditis) and the patient expired.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported low flow alarms could not be confirmed as no log files were submitted for review. A specific cause for the alarms could not conclusively be determined through this evaluation. Additionally, a direct correlation between heartmate 3 left ventricular assist system (lvas), and the reported events and subsequent patient outcome could not be conclusively established. Heartmate 3 lvas was not returned for evaluation. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. Section 1 of this IFU, ¿introduction¿ lists adverse events, including right heart failure, renal failure, cardiac arrythmia, and death, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 1 of the IFU also addresses all pump parameters. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 4 also explains that changes in patient condition can result in low flow. Section 6 of the IFU, ¿patient care and management¿, lists arrhythmia as a potential late postimplant complication. Section 6 of the IFU, under "postoperative patient care", cautions: "right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump." Section 6, under "right heart failure", discusses the potential development of right heart failure during or shortly after pump implantation and outlines the associated treatment options. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.